Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt1524 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebt1524) have been reported from same (B)(4) facility.

Event description:
It was reported that the patient was hospitalized for gastric cancer and underwent PICC placement procedure (the catheter was placed in basilic vein of the right arm on (B)(6) 2017, with 45cm inserted into the vein and 4cm exposed externally); when flushing the PICC with a 10ml syringe filled with saline for maintenance on (B)(6) 2018, saline leaked out from the puncture site. After the catheter was pulled out 1cm, it was found that leakage occurred at the 4.5cm mark. The event was reported to the doctor, who advised to remove the catheter. The catheter when withdrawn was found intact in its whole length (with a total length of 45cm ).